Event description:
A laparoscopic gynecology procedure was being done, when the physician observed a loose body in the viewing field. The fragment was retrieved without difficulty. The user facility believes it to be a piece of insulation material from a laparoscopic coagulation suction tube that was used. No pt problems reported.